Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-01128, 1627487-2020-02628. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken in (B)(6) of 2015 (exact date unknown) wherein the entire scs system was explanted. No additional information is available.

Manufacturer narrative:
Patient weight was added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.